Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. It was further reported that the implantable pulse generator (ipg) had an issue with the set screw. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.